Event description:
Reporter indicated that during a vns generator replacement surgery, a new 103 vns generator's hex screw would not tighten after multiple attempts. Another 103 generator was used to complete the surgery without problems. The suspect 103 generator has been returned and is currently in product analysis.